Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, after the pre-peritoneal space was dissected and the trocar was inserted and the balloon was insufflated, the rubber piece on top of the trocar where the scope was inserted broke off. The component did not fall into the patient¿s cavity. The issue occurred on the three access balloons from the same box. The surgeon opened a new device from a different batch to resolve the issue. There was no patient injury.

Manufacturer narrative:
D10 concomitant product: oms-t10sb, oms-t10sb trocar balloon o armatures10 (lot#p5a1129); oms-t10sb, oms-t10sb trocar balloon o armatures10 (lot#p5a1129) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted on the photo that the main valve seal disengaged from the body of the device. It was reported that the seal disengaged. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.